Event description:
It was reported the pt had surgery to replace both octad leads with a quad lead for unreported reasons. No symptoms or outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.